Manufacturer narrative:
The hill-rom technician replaced the hydraulic manifold to resolve the issue.

Event description:
Information received indicated the emergency trend function was not operating.